Event description:
Pentax medical was made aware of an event on 07/20/2015 stating "post ercp bacteremias with ctx re coli which has been associated with 3 patient since january." The duodenoscope involved at pentax medical on (B)(6) 2015 to repair a reported leak and is currently on hold pending further evaluation. Good faith attempts were made via e-mail on 07/23/2015 and 07/30/2015 to the facility to confirm details of the event, and to obtain a facility contact to receive information on the 3 patients. No information has been received from the facility to date.